Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "scope error(e217)" is traced to component failure and for the malfunction "white foreign material inside the air/water cylinder and air/water tube" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited e217(scope error) and white foreign material inside the air/water cylinder and air/water tube. There was no patient involvement.